Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead bipolar impedance increased from 500 ohms to over 2000 ohms. The lead is being monitored. No patient complications were reported as a result of this event.